Manufacturer narrative:
Correction to previous e4, h11. Updated: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is flickering due to whiteout on the screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during reprocessing, the image flickers on the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.